Manufacturer narrative:
Concomitant medical products: product ID; 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(4) 2017, (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(4) 2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer and healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for post traumatic neuralgia and spinal pain. It was reported that on (B)(6) 2018, the patient had an ins replacement because their ins had reached end of life (eol). During the replacement surgery, one of the leads got nicked. The leads were connected to the new ins and then impedances were checked, which yielded 0-7 and 8-9 contacts within normal limits but the 10-15 contacts were out of range. The rep programmed around the contacts that were not working. The patient had confirmed they were getting good stimulation coverage and pain relief in post-op. The hcp has no plans to address the out of range impedances since the patient was getting good pain relief. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was confirmed that the replacement surgery took place on (B)(6). The rep stated that the impedances were greater than 10000. No further complications were reported.